Event description:
It was reported that, "during the tha, the insert did not locke with the cup. Therefore, the surgeon implanted a spare product instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.